Event description:
Reportedly, rv impedance < 200ohm, noises on rv channel and inappropriate shock delivered. All impedance trends (coil continuity as well) decreasing. The patient has been hospitalized for implantation of a new rv lead (durata 7fr abbott).

Manufacturer narrative:
From the 'arrhythmia logbook' of the ICD device, it is suggestive that frequent oversensing (and very likely) frequent charging of the high voltage capacitor was triggered by inappropriate interpretation of the oversensing as ¿vf episodes¿. From the same arrhythmia logbook, it can be seen that in between (B)(6) 2023 and (B)(6) 2023, 2 ¿isolated¿ shocks have been given. As the episodes from before (B)(6) 2023, had already been deleted by the user, it could not be judged whether or not these shocks were appropriate. Indirect consequences of what was reported are (at least recently) a very high amount of ¿pseudo vf¿ episodes (oversensing of ventricular artefacts on the ventricular egm), it is observed that (1) there have been 2 (probably) inappropriate shocks; (2) there have been many inappropriate capacitor charges and (3) accelerated reaching of rrt. As the lead has not been returned for analysis, no conclusive statement can be made about the root cause. Given the morphology of the oversensed noise signals present on the ventricular egm, it might be linked to a lead integrity issue (intermittent lead fracture or insulation failure) or a poor lead / ICD connection. Given the reported low impedance and low continuity trends, the most plausible hypothesis is an insulation failure within the lead. It should be noted that a field safety notice was issued on isoline leads in january 2013 related to internal insulation breach.

Event description:
Reportedly, rv impedance < 200ohm, noises on rv channel and inappropriate shock delivered. All impedance trends (coil continuity as well) decreasing. The patient has been hospitalized for implantation of a new rv lead (durata 7fr abbott)